Event description:
It was reported that the ilet pump¿s connector snapped, leaving part of the connector and the vial lodged in the pump, and a replacement device was provided after visual confirmation from a photo. Symptoms included no reported clinical effects. Outcomes included no reported impact to the user¿s health or need for medical care. Investigation included review of customer-provided images and device history, and collection of event details. Investigation of this case revealed a broken connector component consistent with a mechanical failure preventing removal of the vial. It was concluded that the event was related to a device component failure of the connector with no user injury.